Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. No button error alarm noted during testing. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, and cracked reservoir tube.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she wasn't able to clear it. Customer's blood glucose was unknown. Customer stated the insulin might have leaked. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.